Manufacturer narrative:
Date sent to the FDA: 03/13/2020. Only one zipper lid and zipper tray was received for investigation for code nw838 lot v9002. Suture and needle was not received for investigation. Retain sample analysis: the needle retain samples were visually inspected for physical appearance, curvature, point, length etc. Attribute defects such as bend, cracked barrel, fins and were found satisfactory. Bore diameter, wire diameter and bore depth test results were found to be meeting specification requirement. No defects were observed in the retain sample. These retain samples were tested for % stiffness & ductility and found to meet specification requirement. From the batch record review, it is evident that there was no issue related to the needle & suture quality and processing of this incident lot. The above analysis shows that there was no issue related to processing of the lot. All the values are within the limits.

Manufacturer narrative:
(B)(4). Batch manufacturing records of (B)(4) was reviewed for any process deviation but no deviation was observed. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a whipple surgery in 2020 and the suture was used. It was reported that the needle cracked in two parts while loading on the needle holder. There were no patient consequences reported.